Event description:
It was reported that following a stenting treatment procedure, the patient experienced a fever. The procedure treated the target lesion with an unspecified stent in an unspecified location. Per the physician, the case went fine and the patient returned to his room but later developed a fever and has had the fever for two weeks. On occasion the fever has been as high as 103°. Additional information has been requested and is not available.

Manufacturer narrative:
If implanted, give date: (B)(6) 2012. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).